Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5015917 had the housing cover open up while surgeon is sawing the bone. The strong vibration causes the lid to loosen and open up. The strong vibration happened whenever sawing hard bone and when the saw blades hit against the cutting jig or retractor thus cause the battery housing locking mechanism to open up and expose the inner side of the battery and cause contamination. Patient involvement - no further outcome. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was performed. Device was 3 months old and is not out of box failure. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. A definitive root cause cannot be determined. No repair has been performed as the product was not returned. Device is used for treatment if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.